Event description:
A male patient, (B)(6), underwent stenting in lcx lesion. The target was severely calcified. The physician used cypher select plus stent (crb28300) to treat lcx lesion. There were no anomalies noted on either the packaging or the product prior to use. The device was connected to a guidant inflation manometer and was advanced to the target lesion without difficulty. Negative prep was performed successfully. The physician attempted to deploy the device, however, the balloon failed to inflate. The physician thought that the inflation manometer was broken, so he changed to another. The same thing occurred and the physician confirmed that the hub was cracked. The procedure was successfully completed using another cypher device. There was no reported patient injury.

Manufacturer narrative:
Cypher select product (cra/crb) is not distributed in the u.s.; however, it is similar to u.s. Distributed cypher product (cxs). Additional information will be submitted within 30 days of receipt.